Manufacturer narrative:
System the system was examined and the reported event was not replicated. However, the company representative replaced the fluidics module and the ultrasound (u/s) controller printed circuit board (pcb), and the footswitch cable (which belongs to the system, as a preventive measure. The system was tested and found to meet product specifications. However, it remains inconclusive as to which component contributed to the occlusion. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 14, 2011. Based on qa assessment, the product met specifications at the time of release. Although the reported event of occlusion was unable to be replicated, the root cause of the reported event cannot be determined conclusively as multiple parts were replaced. Handpiece no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system showed occlusion when the footswitch was pressed. Additional information has been requested.